Event description:
The recipient is reportedly experiencing irritation under the headpiece. The recipient underwent treatment.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly using the device. This is the final report.